Manufacturer narrative:
Mindray service representatives solder on all front panel connectors. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported the dpm 6/7 was displaying a "ll lead off" message which may have resulted in the loss of ECG monitoring. No pt injury was reported.